Manufacturer narrative:
Additional information: h3: device evaluation- lens returned in a micro- centrifuge vial with moisture. Visual inspection found no visible damage to lens. Claim# (B)(4).

Manufacturer narrative:
Additional information: b1-adverse event. B2-required intervention to prevent permanent impairment/damage (devices). B5-bs the reporter indicated that a vticm5_12.6, -11.5/1.0/18 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2017. On (B)(6) 2020 the lens was exchanged due to low vault and refractive change over time. The lens was exchanged for a longer length lens and the problem was resolved. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a vticm5_12.6, -11.5/1.0/18 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2017. Low vault and refractive change over time was observed. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.